Event description:
This case was assessed as non-serious based on initial information received from a physician via a sales representative on (B)(4) 2012, and upgraded to serious based on additional information received from a physician on (B)(4) 2012: a currently (B)(6) female patient initiated poly-l-lactic acid (sculptra aesthetic) (lot#a90298 and expiration date january 2012; lot# 2a9033 and expiration date november 2012) with 2 ml of 2% lidocaine and 8 ml of sterile water on cheek lines in (B)(6) for facial lipoatrophy. Before the injections, she also received 1 ml of 1% of lidocaine with epinephrine (epi). She totally received three doses: the first dose on (B)(6) 2010, the second one on (B)(6) 2010, and the third one on (B)(6) 2010. She developed late nodules and papules on sub zygomatic area on both cheeks on (B)(6) 2012. She had 3 visible nodules on right cheek and four on left cheeks. The size was 8 mm and there were no signs of inflammation. Intralesional injection of medication was given. Lesional subcision was performed. The physician also states that new nodules are continuing to pop up. A biopsy was not performed. The outcome of the event was ongoing. The patient has fitzpatrick skin type ii, and has no history of immunological or collagen-vascular disease. Medical history included breast cancer, face lift and melanoma. No further relevant information provided.

Manufacturer narrative:
Additional information for sculptra aesthetic (lot # unknown and expiration date: unknown) from product technical complaint report case ID (B)(4) dated (B)(4) 2012, received by (B)(4) on (B)(4) 2012: batch record review (brr) was without hint to root cause. An investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches still on the us market and not yet expired up to the end of (B)(4) was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: batch a9029, batch a9030, batch a9033, batch a0034, batch a0035, batch a0036, batch a0037, batch a0038, batch a0039, batch a1040, batch a1041, batch a1042, batch a1043, batch a1044, batch a1045 and batch a1046, batch a1047 and batch a1048. The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specifications. The investigation did not point out anomalies related to the quality of the batches released for the market, nevertheless, since (B)(4) is not responsible for medical evaluations, we reserve to close this complaint as no conclusion possible. Conclusion: no investigation possible. Additional information received from a physician on (B)(6) 2012: consumer's demographics reported. Start date and the indication of the therapy was updated. The event onset date and outcome updated. Two sets of lot number and expiration date were reported. The injection site and medical history and concomitant medications and treatment were reported.